Event description:
It was reported that during the use of the fast fix 360 the surgeon implanted the first anchor into meniscus, then implanted the second one, when he pulled out the needle and sutures, the sutures came out and they were unattached to the anchor. No patient injury reported.

Manufacturer narrative:
Visual assessment of the device could not confirm the reported complaint of the ts being free of the suture as both ts remain on the suture. Examination of the construct showed t1 is missing its proximal end, no other abnormalities were observed. The inner needle has been broken off were it interfaces with the shaft and was not returned for examination. The actuator is bent and twisted. The condition of the device indicates excessive force was placed on it during use causing the observed damage.